Event description:
Exposed to latex gloves while delivering paperwork to local daycare center that is located inside old elementary school. Resulted in allergic reaction with asthma attack. Resolved with benadryl and asthma inhaler medications.